Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, episodes of oversensing resulting in loss of pacing was observed on the device. The patient experienced dizziness as a result of the pacing inhibition. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.